Event description:
It was reported to boston scientific corporation in 2005 that a rapid exchange biliary stent system was used during a stent placement performed three days prior (patient age, gender and weight are unknown). According to the complainant, a jag wire with a barbed end caused the stent to be lost. The procedure was completed with another wire and stent (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Evaluation determined that the push catheter and inner pull wire were bent in multiple locations. The catheter worked properly. The stent was not returned for evaluation.